Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient let the implantable neurostimulator (ins) discharge over the period of the last 1-3 months prior to date notified. It was stated that the first screen that came up now that they've been recharging for about an hour was the power on reset (por) message. There were no allegations of overdischarge, with it reviewed that the por can be cleared as soon as the ins is 25% charged, and that the patient should have adequate charge before turning stimulation back on. There were no symptoms alleged. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.